Event description:
The customer reported "oil mist haze." The customer stated that there were no human reactions experienced. The asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse tested the unit and found it operating to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.